Event description:
It was reported that the patient presented with a pocket infection showing signs of a wound, swelling, and fluid leakage from the pocket site. The pacemaker (pm) and right ventricular (rv) lead were explanted and replaced. The physician also explanted the right atrial (ra) lead. It was also noted that a new lead was placed at the time of replacement due to poor parameters caused by wear on the ventricular lead. The patient was discharged after the procedure.